Event description:
It was reported that the high voltage lead impedance was greater than 200 ohms, and it appeared there was a fracture of the high voltage lead conductor coil toward the terminal end. The lead was explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: tda008486v no anomalies found; proximal segment returned and analyzed.